Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The ria 2 bone harvesting kit 520mm sterile did not function as properly due to the inability of the reamer head to attach to the drive shaft. The ria 2 reaming kit 520mm sterile was opened after first attempting to use the ria 2 bone harvesting kit 520mm and exhibited the same issue of the reamer head not being able to fully engage with the drive shaft rendering the sterile ria kits unusable.

Event description:
It was reported that the november 15, 2023, the ria2 reamers were having some issues attaching to reamer head and no longer usable. The reamer shaft broke. Additionally, sales consultant were unable to use the reamer kits. So, 4 parts were away from case. Patient outcome was unaffected and the procedure took place as planned. There was a surgical delay of approximately 10 minutes. This report involves one (1) drive shaft for ria 2 520mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: november 15, 2023. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.